Event description:
It was reported that during an unknown procedure, the teflon plastic piece broke off while cleaning outside the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.